Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had damaged tubing. The following information was provided by the initial reporter: IV tubing had a hole/cut in the seam of the tubing where the IV tubing attaches to the clamp, which fits into the IV pump.

Manufacturer narrative:
Additional information: device manufacture date. H10: one set model 2426-0007 was returned for investigation. The set was examined for defects and abnormalities. The upper fitment of the silicone segment was not assembled correctly. No other defects or abnormalities were observed. The customer complaint was verified, and a quality notification was sent to the manufacturer. The issue may have occurred during the sub-assembly of the silicone and lower fitment components due to a mandrel misalignment. This type of event can be classified as isolated, as no similar occurrences have been reported in the past year. A device history record review for material# 2426-0007 and lot# 25113149 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12nov2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information was provided.